Event description:
A customer received a "scan error" sensor error message with the adc device and was therefore unable to obtain readings. As a result, the customer experienced feeling lightheaded and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 50 mg/dl on an hcp meter and provided a sugar pack as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan error" sensor error message with the adc device and was therefore unable to obtain readings. As a result, the customer experienced feeling lightheaded and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 50 mg/dl on an hcp meter and provided a sugar pack as treatment. There was no report of death or permanent impairment associated with this event.